Event description:
A report was received that the patient was admitted to the ER due to chronic pain at the lead site. The patient was given pain medication at the ER and was released. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the ER due to chronic pain at the lead site. The patient was given pain medication at the ER and was released. The patient is reportedly doing well.